Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this reported event. The investigation determined the conclusive cause of death was renal failure, however the investigation was unable to determine a conclusive cause for renal failure. The reported patient effect of death/expired and renal failure as listed in the mitraclip ntr/xtr instructions for use (IFU), are a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the patient death due to renal failure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2. One day post procedure the patient died due to renal failure. No additional information was provided.